Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v into patient's eye and the back haptic tore off. The lens was removed without enlarging incision and another same model lens was inserted. No patient injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens is torn in half and a haptic is torn off and missing. There is clear surgical residue on the lens. Conclusions (no conclusions can be drawn) - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.